Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after receiving an inappropriate shock. It was determined that the shock was delivered due to noise and sudden high impedance of the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was abandoned and a new lead was implanted on the ipsilateral side. No further patient complications have been reported as a result of this event.